Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received for evaluation. Evaluation status: 2 events were confirmed during testing, - 2 devices were found to be affected by detached/missing components, 1 device evaluation is in progress. Product disposition: the devices were repaired and returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach; 3 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record.   Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a damaged component and a missing piece of the chuck tip/drive train.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.